Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-52 lead, implanted (B)(6) 1999; 694765 lead, implanted (B)(6) 2002-. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and was possibly fractured. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.